Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager in 11 south 2 indicated that it required maintenance. The customer attempted to restart the station and tried to recover it; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the station and remote manager. The fse confirmed that the issue was with the inside refrigerator as the rubber was falling off. The fse advised the user to push the rubber back in so it could close. The system functioned as intended after the field service engineer investigated the device.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager in 11 south 2 indicated that it required maintenance. The customer attempted to restart the station and tried to recover it; however, the problem persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.